Manufacturer narrative:
Used for chemistry, microbiology and batch record review. Used for testing in process; results pending.

Event description:
Report from our UK regarding a female pt who experienced an unconfirmed eye infection while using lens plus ocupure saline solution. She reported she experienced red eyes, felt like she had gravel in the eye, could not open her eyes. She was her doctor and was treated with chloromycetin (antibiotic), she was off work for 3 days, and symptoms fully resolved in two weeks.